Event description:
General report received of tubing disconnections. The customer contact reported that the male luer of the primary tubing sets "pops out" of the microclave ports. There were no reports of any adverse pt events.